Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: cautions : ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added- d6a/d6b f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 58-year-old female with a heart transplant rejection was implanted with an impella cp device for mechanical circulatory support. Upon impella insertion, there was a kink in the catheter at the cannula and outlet junction. Staff was unable to resolve the issue and the impella was removed. The patient was on ECMO at the time of implant. After the impella was removed, the patient was becoming more pulsatile and the team left patient on ECMO with flows at 2.8.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.